Event description:
During a lead revision due to migration on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-01716], it was noted that the lead looked to have fractured prior to surgery [related manufacturer reference number: 3006705815-2025-01764], and upon explant, a lead fragmented and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the fragmented lead was explanted and replaced to address the issue.